Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I reagent kit, list number 02k41-27, manufactured at 100 abbott park road abbott park, il 60064 to architect i1000sr, list number 01l86-40 manufactured at 1915 hurd drive, irving, tx 75038. MDR number 3016438761-2021-00195-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect stat troponin-I reagent kit, list number 02k41-27, manufactured at 100 abbott park road abbott park, il 60064 to architect i1000sr, list number 01l86-40 manufactured at 1915 hurd drive, irving, tx 75038. MDR number 3016438761-2021-00195-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Section a: multiple patients were involved in this event; see summary of sample ids (sids) involved and associated test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated architect stat troponin-I results for three patients. The customer uses the reference ranges male: 0-0.033 ng/ml. Female: 0-0.013 ng/ml. The following information was provided: sid (B)(6) (female patient) initial result 0.011 ng/ml, repeated 0.029, 0.002, and 0.000 ng/ml. Sid (B)(6) (female patient) initial result 0.039 ng/ml, repeated 0.003, 0.003, and 0.000 ng/ml. Sid (B)(6) (male patient) initial result 0.018 ng/ml, repeated 0.035, 0.000, and 0.003 ng/ml. No impact to patient management was reported.